Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient alert sounded. Physician was getting message "unable to measure hvb impedance." The pace/sense portion of the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.